Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead in the left bundle branch (lbb), the parameters were not as expected. Multiple reposition attempts were performed. In addition, helix extension difficulties were noted. Once the physician removed the lead it was noted that the helix became damaged. The procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.